Manufacturer narrative:
In trouble-shooting, the medtronic representative attended a second procedure performed with this navigation system. The medtronic representative powered off the system properly with a hard shut-down, and re-booted. System booted back with no issues and the site used the system for their second case without issue. On 08/18/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the site's navigation system intermittently displayed a message no input detected. Each time the screen came back on, they were at the same place in the software where they had left off. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
A software investigation was completed and was unable to determine probable cause without further information, however it is suspected there is a leakage current with the power cord. As the reported issue could not be replicated and the issue has not recurred, the power cord will not be replaced at this time.